Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 9:00 pm his blood glucose was reading 285 mg/dl and he consumes a total of 229 gram of carbohydrates at which he administered a meal bolus of 12.05 units of insulin. He could smell insulin and upon inspection he noticed the needle did not deploy the cannula into his skin. He was able to activate new pod and his bg is coming down at the time of the call.